Manufacturer narrative:
The instructions for use for the distal elbow set (which includes proximal ulna plates) states the following: "all screws must be implanted and fully tightened to maintain the integrity and strength of the finished construct, and the positioning and angles established intraoperatively. If the screws are not attached and/or fully tightened, a non-union, delayed union, soft tissue complication, or construct failure may occur." Review of fluorscopic images from the case revealed that the surgeon did not insert screws into the intended coronoid screw holes, leaving them empty. As a result the fracture was likely not properly reduced, which may have contributed to the screw backing out.

Event description:
A non-locking screw backed out of an implanted proximal ulna plate during the initial recovery period following surgery.